Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: b3: date of event is an unknown date in 2024. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient experienced the following: post peri-implant distal femur fracture (B)(6) 2024 with left knee tep in place. In case of screw loosening, a revision procedure was performed in (B)(6) 2024 using lcp distal femur plate with less invasive stabilization system (liss). On (B)(6) 2024, the patient presented to trauma surgery outpatient clinic as an unscheduled case after noticing a cracking noise when climbing stairs with uagst. The subsequent diagnostics revealed a central fracture of the plate and a slight axial deviation with recurrence. This report is for a 5.0mm ti locking head screw self-tapping 85mm. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found to be stripped from the threads. The device exhibits normal wear damage at the external threads consistent with implantation and explantation procedure. A dimensional inspection for the lockscr ø5 self-tap l26 tan was not performed due to post manufacturing damage. A functional evaluation was unable to performed due to mating device were not received to assess the interaction of the devices. The overall complaint was confirmed as the observed condition of the lockscr ø5 self-tap l26 tan would contributed to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device product code: 413.385s, lot number: 6272p13, the product was released on: 06 jun 2023, manufacturing site: jabil grenchen, expiry date: 01 jun 2033. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.